Manufacturer narrative:
H10: the device used in treatment has been received for assessment. The evaluation has established a relationship with the complaint reported and the device. A visual inspection found no defects, the functional evaluation confirmed that the interlock was not able to rotate fully into the device, the root cause was established as corrosion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The investigation has now been completed with the result recorded as corrosion. Factors that can cause or contribute to this failure can be contamination at the interlock, on the device. A buildup of saline on the interlock can oxidize creating particulate contamination leading to corrosion. The instructions for use highlight this, and the recommended steps to prevent this issue. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
We have now completed our investigation into this complaint. A visual inspection was performed on the exterior of product and no problems were found. The reported complaint was confirmed as upon evaluation the test pump cartridge had difficultly turning and locking into user interface (u.I.) Assembly. The interlocking issue is currently being investigated further by the smith and nephew engineering teams with the ultimate aim of reducing complaints of this nature. Following the evaluation, the device was sent to the service and repair area to determine the full repair status of the device.

Event description:
It was reported that the handpiece was stuck. They could not remove it during take-down. They did not report any patient involvement.